Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported the hardware was removed because it was painful. It was reported the cause of the event was broken "s. Screws."